Manufacturer narrative:
Concomitant medical products: product ID: 3986ilc, lot# n26572, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: lead. Product ID: 3708340aa, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# la3975, implanted: (B)(6) 2002, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4). Analysis of the lead with lot number n26572 found that there was no anomaly. Analysis of the extension with serial number (B)(4) found that there was no anomaly.

Event description:
It was reported that the patient was in a car accident a couple of months prior to report at which time her seat belt came across her chest and hit in the area of her implants (the patient¿s leads were placed right and left occipital with both extensions taken across to one right chest wall implantable neurostimulator [ins]). Since that time, the patient did not have therapeutic effect on the right side and did not feel stimulation strongly enough despite amplitude up into 9-10v which was unusual for her. In addition, she also did not feel stimulation strongly enough on the left side and occasionally felt sensation of stimulation in other places. For example, it would run down her shoulder, neck and/or arm briefly. There was a sudden loss of stimulation and therapeutic effect. There was a shocking/jolting sensation. Impedances all remained within normal limits. Symptoms or complications associated with the event included less than 50% therapy relief at the left and right side implant as well as an ¿unknown¿ location. Actions required as a result of the event included an occipital stimulation revision. The surgeon kept the same right lead and extension and placed into the same right chest wall ins. The surgeon replaced the whole left side with a new lead, extension and a new second ins on her left chest wall. The explant/revision occurred (B)(6) 2014. Diagnostic testing or troubleshooting included impedance testing, x-rays and reprogramming. The event occurred during normal use. There was no patient death or injury. The patient¿s status at the time of this report was alive with no injury. The patient had better coverage post-operatively. The lead with lot number n26572 and extension with serial number (B)(4) were returned. Refer to manufacturer's report # 3004209178-2014-24510.

Event description:
Additional information received reported that the implantable neurostimulator (ins) had to be replaced due to a car accident that me ssed up wires in the neck. The healthcare professional (hcp) thought it was better to replace the entire system. The patient had a replacement 2014-(B)(6).